Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1870. There was no reported injury to the patient.

Manufacturer narrative:
Additional information received indicating no patient involvement in the reported event. Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Physical evaluation of the pump found the pump to be in good physical condition. Review of device history log identified the error 1870 in the history. During the use of the pump, it stopped and displayed ec1871. A continuous alarm was observed until the batteries were removed. Upon further inspection, it was found that the two broken wires on the optical sensor preventing the pump from properly monitoring the motor revolutions. The customer stated issue was confirmed and was duplicated. Problem source was identified as broken wires on optical sensor.